Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a revision rsa took place due to pain and possible infection. The primary procedure took place approximately four years ago at the same facility where the revision was performed. During the revision surgery, the surgeon removed all previously implanted arthrex product; including the universal convertible baseplate and screws. The rep reported they are unable to provide the part and lot numbers of explanted product.